Manufacturer narrative:
The investigation into the battery failure issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set # 360) and a battery 1 communication failure alarm (smbus communication loss or sda short ¿ event set # 352) due to low pack voltage. The failure mode was reproduced on an engineering bench. The battery 1 liquid crystal display indicator was blank (fully discharged). Batt test was recorded for the single cell decline. While testing swapping battery 1 and battery 2 connectors, we were able to determine that the power battery manager circuit board (pbm) operated correctly, and battery 2 was able to be charged/ discharged through both channels on pbm. After battery 1 was momentarily replaced by a known-good battery, the battery failure alarm was resolved, battery test was recorded at each step. The battery failure was due to a defective battery 1. The root cause of the defective battery 1 was due to single cell failure. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The production manager reported that the automated impella controller (aic) generated a persistent battery failure alarm when the aic was turned on. Reportedly a yellow communication failure alarm also was noted even though the controller was plugged into ac power. There was no patient harm reported.